Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact cause could not be determined. The physical sample was not returned for investigation, but one photograph was provided for investigation. The photo showed what appeared to be the distal end of a damaged 3cg wire. There was a break in the polyimide tubing. From the photo, it could not be discerned if the wire was complete. Multiple kinks and bends were observed in the polyimide tubing. Any kinking in the stylet wire may have initiated the fracture in the magnetic end of the stylet. Sharp or acute angles should be avoided during implantation. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ the damage may have occurred during use; however, the exact mechanism of damage could not be determined from the photograph. A lot history review (lhr) of rebz1648 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tip broke off of the guidewire. Additional information was requested but was not known.